Event description:
The customer was hospitalized for low blood glucose. The customer inserted the reservoir in the insulin pump without rewinding, which delivered a large amount of insulin into his body. Reviewed settings and histories and the insulin pump appears to be functioning properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.